Manufacturer narrative:
The baxter technician found the head up valve needed to be replaced. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage, and make sure the head section operates correctly. Replace components as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in april 2022. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the head up valve to resolve the reported event. Based on this information, no further action is required.

Event description:
(B)(6) medical center notified the distributor which was further reported to baxter on 10 nov 2025 and reported that for 1 unit of totalcare (product code: p1900n007272; lot/serial number: (B)(6)) that the head section was not rising. This was found during use on 10 nov 2025. There were patient involvement and no injury or any impact on the patient or user resulting from this.

Event description:
(B)(6) center notified the distributor which was further reported to baxter on 10 nov 2025 and reported that for 1 unit of totalcare (product code: p1900n007272; lot/ serial number: (B)(6) that the head section was not rising. This was found during use on (B)(6) 2025. There were patient involvement and no injury or any impact on the patient or user resulting from this.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.